Manufacturer narrative:
Analysis confirmed that device is not fixed even if the mounting part of the bed rail clamp part is tightened. Also, the fixing ring and fixing nut were worn. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from service and repair via manufacturer representative regarding a device used for spinal therapy. It was reported that it cannot be fixed. No further complications were reported regarding the event. Update: it was confirmed that the bed rail clamp part could not be fixed. Also, the fixing ring and fixing nut were worn. Procedure involved: med the product came in contact with the patient and there was no impact to patient.